Event description:
It was reported that patient presented to ER after receiving inappropriate therapy due to svt. The device was reprogrammed and will be monitored with follow-up. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.